Manufacturer narrative:
The reported event of failure to interrogate was confirmed. Device image analysis indicated hardware reset in integrated circuit. Further analysis indicated memory loss associated with integrated circuit which most likely contributed to anomaly noted in the field.

Event description:
It was reported the asymptomatic patient presented in clinic. Upon attempting to interrogate, it was found the patient's pacemaker had loss of inductive telemetry. The pacemaker was explanted and replaced without issue. The patient was stable throughout.